Event description:
It was reported that during follow-up a long charge time of 32 seconds was observed. The device was explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported event of long charge times was confirmed. The cause of the long charge times was due to high impedance in the transformer connection to the hospital.